Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she changed the battery after receiving a low battery alert, but she then her insulin pump alarmed with a failed battery test. The patient's blood glucose at the time of incident was 132 mg/dl. Troubleshooting was initiated for the failed battery test along with a blank display anomaly. No apparent damage or corrosion was found with the pump or battery compartment. However, after cleaning the battery cap contacts and inserting a new aaa alkaline battery the display did not return. No products were shipped or returned, and arrangements were made for the customer to begin training on the brand new x23 pump she already owns.